Manufacturer narrative:
We evaluated the returned resectoscope. We confirmed that a piece had come off the ceramic beak. Instrument has been in use for approximately 5 years. Damage may be due to pre-damage to the ceramic tip, stress overload or wear of use; we cannot confirm.

Event description:
Allegedly, during a partial transurethral resection of the prostrate the doctor noticed a piece of the ceramic beak broke off the device while inside the patient. The physician was unable to retrieve the piece during that procedure. A second procedure was performed 7 days later and the piece was retrieved from the patient. The hospital reports that there was no injury to the patient.